Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Lot 0j02781 was manufactured on 9/22/2020 with a total of (B)(4), market units. A batch record review, including the bulk batch, was performed to verify if all the applicable procedures were followed and no issues were found. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction.. Batch record review supports that no issues regarding the failure mode reported were identified. A complaint search for this lot and malfunction code was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 9 of 10. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he had difficulties with close to a full box of the affected wafers. After about 2 days wear time, the inner aspect of the moldable mass began to break down and erode, exposing a sharp edge, which had then been causing tiny lacerations along the side wall of his stoma at 12 o'clock position. This resulted in trauma and minimal bleeding that resolved quickly. The alleged malfunction did not require medical attention. He did not mold or resize them, they fit as they came and he was not cutting the wafers. The patient continued to use the product. No photo is available at this time.